Manufacturer narrative:
The subject device was returned to olympus for investigation. Olympus is investigating the subject device to determine the cause of this phenomenon. Olympus also checked the device history record of the subject device, and there was no irregularity found. Olympus will submit a supplemental MDR report after the cause of this phenomenon is determined.

Event description:
Olympus was informed that a malfunction occurred in the subject device immediately after the facility started cholecystectomy. The facility completed the procedure after replacing the subject device to another device. There was no acute bleeding from the patient in this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-01059. Olympus conducted document review of this event on january 14, 2016. Olympus noticed the date for the initial report was not october 23, 2015 but october 14, 2015. So it is corrected to october 14, 2015.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-01059 to provide device evaluation results. Olympus performed further investigation for the subject device. Olympus confirmed the subject device worked properly, but the subject device recorded the output switch error several times. Olympus checked the foot switch ((B)(4)) which was returned with the subject device at the same time, and there was a trace of chemical liquid around the foot switch pedal. The trace of chemical liquid around the foot switch pedal indicated that the chemical liquid might flow into the foot switch pedal. Therefore, the foot switch might not work temporarily because contact failure of the foot switch pedal occurred by the chemical liquid. According to the investigation result, olympus determined the cause of this phenomenon was related to foot switch malfunction. The instruction manual of ues-40 already mentions cautions for the foot switch handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.